Event description:
It was reported that the device with pharmguard software version 4.0 adult drug library was alarming with the screen message, "cannot start pump with air in line. Prime tubing." The event occurred during testing, and there was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. This device has not been serviced in the past 12 months. There were no event logs to review. Primary problem was replicated on functional testing, as device alarmed air in line. The cause was a damaged downstream occlusion (dso) sensor. Replaced the dso sensor to correct the reported problem. Device passed all functional tests after repair.